Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (forceps adhesive peeling) likely occurred due to external excessive force (rubbed roughly, storing, performing or cleaning the device, etc.) And/or peeling due to long-term use. A review of the instruction manual describes the handling of the gf-uct180 device, which may have prevented the indicated phenomenon: "important information ¿ please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Manufacturer narrative:
The evaluation found adhesive at the forceps cover was peeling. Additionally, the suction balloon channel was leaking, the bending section cover adhesive was cracked, the ultrasound image has one broken element, switch button (#1) has a cut and the scope connector is loose. The scope was repaired and returned to asset stock. A review of the asset repair history shows the scope was last service on march 17, 2020; inspection only as no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera ii ultrasound gastro-videoscope's adhesive at the forceps cover was peeling. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.